Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to resolve the issue. The rse had the customer validate their recent installation and it was discovered that a loud speaker was never installed. A field service engineer went onsite to complete the installation which resolved the issue.

Event description:
The customer reported that their central station was not emitting any audio. The device was in use on a patient. There was no report of patient or user harm.